Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument did not fire and the stapler locked. Another instrument was used to complete the case. The device is being returned without the cartridge. There was no consequence to the pt.